Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of the service department of olympus europe se & co. Kg (oekg), omsc surmised there was the possibility this phenomenon was attributed to things which the user used and stored in a high humidity location and that the humidifier was used near the ventilation hole of the equipment, since there were traces of smoldering and traces of moisture on the printed circuit board of the subject device. Or there was another possibility that might have been attributed to the components aging deterioration on the printed circuit board of the subject device due to long-term repeating use passing more than 6 years since manufacturing the subject device. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. At the incoming inspection for the repair, the service department of (B)(4) checked the subject device and duplicated the reported phenomenon. It was found the printed circuit board failure and front panel unit failure which might have caused the reported phenomenon. Also there were traces of smoldering and traces of moisture on the printed circuit board. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the front panel of the subject device was not worked but the image of the subject device was displayed at the unspecified timing. There was no report of patient injury associated with this event.